Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving dilaudid (1mg/ml at 0.177mg/day) via an implantable pump. It was reported that there was a significant volume discrepancy at the last refill, 15ml versus 3ml. A catheter access port study was conducted to investigate catheter patency. The catheter was accessed and the physician was unable to aspirate through the catheter access port, concluding that surgical intervention may be required. The issue was not resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.